Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse went through event log and found right probe level sense errors and gel all over the right probe. The fse noted that waste collector had some build up at the seams. Nothing wet was found. The fse ordered new waste collector and two new sample probes. The fse returned to the customer's lab on the next day and installed parts. The fse performed all necessary alignments and ran qc.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding getting asp errors, first on right probe and then on left probe on unicel dxc 660i synchron access clinical systems. The customer indicated that waste container was crusty and they were seeing crust around aspirate probes. No injury or exposure to chemicals or biohazard material was reported.